Manufacturer narrative:
Correction: related report number grid populated. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 20ga x 1.00in. Insyte autoguard bc unit from lot number 3340234. A gross visual inspection did not discover any foreign matter on the device or on the packaging. The catheter tip appeared to be properly formed. Your report stated that there was ¿fuzz¿ on the catheter tip that appeared to be plastic. The catheter tip was microscopically examined to check for catheter tip integrity issues or possibly flash. Fibers were observed at the tip of the catheter, but they were attached to the residual lubrication on the external surface of the catheter tubing. The fibers and lubrication could not be observed with the naked eye. The fibers may have been introduced after the package was opened as the product was reportedly manipulated. The lubrication and fiber were able to be wiped from the catheter surface. The catheter tip had no issues and was classified as acceptable. A device history record review showed no non-conformances associated with this issue during the production of this batch. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc foreign matter on catheter. The following information was provided by the initial reporter: once the catheter was opened, the rn (registered nurse) noticed what she thought to be fuzz on the tip of the catheter. She did not use the catheter. Upon inspection, it was noted that the "fuzz" was difficult to remove from the catheter tip and assumed to be plastic.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E4. The initial reporter also notified the FDA on xx apr 2024. Medwatch report (B)(4).